Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified and the procedure was completed by moving the patient to another room. The customer was planning to do some system tests when it was identified that the ip-pc did not start directly and there was a disk full message on the screen. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse replaced the hard drives, recreated the image store to resolve the issue. On the next day, the customer again reported that the ip-pc was slow and it did not start on the first x-ray but it worked fine after the second start up. The fse confirmed that the issue was resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-rays were not working. The issue was found during clinical use. The system could not longer be used and procedure was completed in another room. No harm has been reported to philips. Philips has started an investigation of this complaint.